Event description:
A surgeon reported an uneven flap observed on the left eye during lasik flap creation, he reported difficulty in lifting the flap, and observed a rough stromal bed. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
No abnormalities that could have contributed to this event were found during the device history records review and the product was released according to company acceptance criteria. (B)(4).

Event description:
Additional information received; the surgeon indicates that he feels the difference in the energy contributed to the difficult flap lift.

Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Logfile review shows that at the startup of the system the vacuum, energy and ablation check were performed without any issue. No error messages or other abnormalities are detectable. The observation of the energy shows stable values during the short running time of the system. The user performed an additional energy check, which shows no deviations to first energy check, before the second treatment was started. Also the adjusted energy settings and the measured energy values show no relevant deviations or abnormalities. No abnormalities or deviations can be detected in the logfiles. A root cause has not been identified. (B)(4).